Manufacturer narrative:
Testing and investigation found the device did not sound an audible alarm tone while on the low volume position. This was due to the piezo transducer on the central processing board printed wiring assembly. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that the device had "no alarm and no air in line." No specific patient information, pump programming, or event details were provided. There were no reports of any adverse patient events while the device was in clinical use. Though requested, no additional information was provided.